Event description:
The customer reported that when the database server rebooted from a failed harddrive, the central station also rebooted. When the central station was restored to monitoring, the central station alarmed for a pt noted to be in a code status. A code was called, but the pt could not be revived. The pt expired. The customer is unaware if the central station was alarming prior to the central station rebooting.